Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing and inhibition of brady pacing. Electrical noise was also observed on the electrograms. A loose setscrew was identified and tightened.